Event description:
It was reported that a post extubated pt was sweating a lot and was fidgety and wiggling. The pt was undergoing continuous positive airway pressure (CPAP) therapy. A central venous pressure (cvp) line was in place with noradrenaline running through the line. The cvp line that was stabilized by the company's device, accidentally fell out. It was further observed that the stabilization device pad had come loose from the pt's skin. The pt's blood pressure was initially maintained and bleeding was stopped by pressing with gauze. The pt was oxygenized and the doctors were called who resuscitated the pt with emergency drugs which were administered for low blood pressure and bradycardia. A new femoral line was inserted and stabilized and noradrenaline recommenced. Pt was also re-intubated. While the company's stabilization device did not cause the reported pt complications, it is associated with the reported event where the cv line detached. The pt was stabilized but sucumbered to his/her illness four hours later.

Manufacturer narrative:
No sample or pt info as well as other pertinent related info were provided for the company's eval. A review of the complaint history showed there have been no other complaints received for the reported failure mode over the last twelve months on the cv stabilization devices. The instructions for use which accompanies each product box states the following under warnings and precautions section: do not use stabilization device where loss of adherence could occur, such as with confused pt, unattended access device, diaphoretic or nonadherent skin. Suture pad to skin if desired or deemed necessary. Always apply adhesive strip to central venous and arterial catheters at or near insertion site when using stabilization device. Remove oil and moisture from target skin area. Pad adherence and catheter/tube position should be routinely inspected. Stabilization device should be replaced at least every 7 days. Insufficient info was provided to the company to determine whether the instructions for use were followed.